Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopy-assisted distal gastrectomy procedure, they used the device successfully on the first and second firing. On the third firing, they used the device at anastomosis. However, while connecting the reload to adapter the device did not react at all when the blue and silver button was pushed. The surgeon noted that the device went into the firing mode and the status indicators flashed green, even though the green button was not pushed. They tried to re-insert the handle to the battery then the device reacted and the procedure was completed. There was no injury caused to the patient and no medical intervention was required.